Event description:
Baxter (b)(6 reports a(B)(6) male pt noticed a leak in the tubing of his 4 month old minicap transfer set on (B)(6) 2004. The leak was noted where the dark blue plastic connects to the clear plastic of the set. The pt went to the dialysis unit that day for a transfer set change and administration of prophylactic antibiotics 1 gm ancef ip. Per affiliate, no pt injury resulted from the incident and the pt experienced no further difficulties.